Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead there was excessive bleeding in the pocket and the lead was removed. No ra lead was implanted in the patient. No further patient complications have been reported as a result of this event.